Event description:
It was reported that the left ventricular lead exhibited high lead impedance with loss of capture. The lead was not used.

Event description:
New information notes that the device also exhibited high thresholds and was received on 6/4/2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal device characteristics.